Event description:
An endurant bifurcated stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessels morphology was not reported. It was reported that when the physician was attempting to deploy the main body by retracting the graft cover (rotating the blue handle), there was no movement. The physician rotated back the handle about one inch; however the grafts cover did not retract. The physician stopped and removed the device from the patient. On the table, the physician rotated the handle, again nothing happened. It was difficult to rotate the blue handle. It looked like the handle was working, and the graft cover was coming away from the tip. The physician bent the tip slightly to try and reduce the friction. It felt like it was stuck onto the spindle of the tip. Eventually it gave way, with quite an audible click. The physician rotated the handle back and put the device back in the patient. Again tried to retract the graft cover. As it was just coming to the edge of the fabric, the physician noted again that it was difficult to turn the handle. The physician decided to close the device back up again and remove from the patient. On the table, the physician removed the graft cover slightly. The pins underneath the spindle cover looked as if they were sticking out slightly. It looked like the hook handle was ever so slightly forward. Turned it back one turn and pushed the spindle cover back over. The device was put back into the patient and then deployed perfectly. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4) inherent risk of procedure (deployment failure), (lack of information, device discarded).